Event description:
It was reported that lead noise and low, out of range, low voltage lead impedance issue was observed on the atrial and ventricular channel. Patient was asymptomatic. Lead extraction was planned. No further information available.